Event description:
On (B)(6) 2012, the reporter contacted animas and alleged that all of the buttons on the keypad are sticking and require multiple presses to induce a response. The reporter also stated that the response times are delayed and this has been occurring for 3-4 months. The pump is reportedly not exposed to water and the keypad is intact , with no tears or holes. The pump is worn in a protective case exterior to a garment and not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.